Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced a return of pain. The issue was identified as highimpedance on electrodes, specifically electrode 0 with an impedance of 40,000 and electrode 3 with an impedance of 33,000. Troubleshooting was performed by adjusting the anode and cathode positions to avoid electrodes 0 and 3, allowing the patient to receive relief again. The issue was resolved.